Event description:
During a paroxysmal atrial fibrillation, a faradrive and a farawave were selected for use. During procedure, it was noted that the hemostatic valve was compromised, air ingress found upon placing catheters in sheath and standard aspiration/flush. Upon first ablation, a spline planarity issues were noted in the catheter. Sheath was not replaced and instead removed from left atrium. Air was seen in the sheath during aspiration/flushing when non- boston scientific mapping catheter placed in sheath. Devices inside the sheath were versacross connect for faradrive, bsw octaray mapping catheter, farawave. Irrigation method was pressure bag, flow rate unknown. Excessive bubbles observed in aspiration syringe, faradrive sheath. Guidewire was at tip of farawave. The procedure was completed using the original sheath and a new catheter. No patient complications were reported. The devices are expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (air ingress) through he tears on the valve.

Event description:
During a paroxysmal atrial fibrillation, a faradrive and a farawave were selected for use. During procedure, it was noted that the hemostatic valve was compromised, air ingress found upon placing catheters in sheath and standard aspiration/flush. Upon first ablation, a spline planarity issues were noted in the catheter. Sheath was not replaced and instead removed from left atrium. Air was seen in the sheath during aspiration/flushing when non- boston scientific mapping catheter placed in sheath. Devices inside the sheath were versacross connect for faradrive, bsw octaray mapping catheter, farawave. Irrigation method was pressure bag, flow rate unknown. Excessive bubbles observed in aspiration syringe, faradrive sheath. Guidewire was at tip of farawave. The procedure was completed using the original sheath and a new catheter. No patient complications were reported. The devices are expected to be returned.